Event description:
Info received indicates the bed has no power and is not alarming.

Manufacturer narrative:
The technician found the controls from both siderails were not working. The technician replaced the power control module to repair the bed.